Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 91 to 187 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed with test results of 187mg/dl with doctor's meter and 95 mg/dl with trueresult meter. Back to back blood test performed during call fasting with results of 94 mg/dl and 99 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: memory 1:76mg/dl (B)(6) 2015 06:00pm fasting:yes. Memory 2:86mg/dl (B)(6) 2015 09:00pm fasting:no. Memory 3:91mg/dl (B)(6) 2015 08:00am fasting:yes. Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 91 to 187 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed with test results of 187mg/dl with doctor's meter and 95 mg/dl with true result meter. Back to back blood test performed during call fasting with results of 94 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) /2015. Recall test results performed from meter memory: memory 1:76mg/dl, 03/19/2015, 06:00pm fasting: yes. Memory 2:86mg/dl, 03/19/2015, 09:00pm fasting: no. Memory 3:91mg/dl, 03/19/2015, 08:00pm fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.